Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that there was a speaker malfunction inop alarm message, and there was no sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
A defective on arrival (defoa) process was opened to address the customer's issue, and the engineer noted that the device was scrapped before the investigation was done. Based on the information available, the cause of the reported problem is unknown. The reported problem was confirmed but the root cause could not be confirmed since the device was scrapped so further testing could not be performed. The customer was provided a replacement device to resolve the issue.